Manufacturer narrative:
The reported events of high pacing threshold and varying r waves amplitudes were confirmed while the reported event of high defibrillation impedance was not confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause reported events of high pacing threshold and varying r wave amplitudes. Failure event unrelated to reported events observed during analysis. Visual inspection of the lead found external insulation abrasion breaching the right ventricular cable lumen. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. No other anomalies were observed.

Event description:
Additional information received noted that the right ventricular lead exhibited high defibrillation impedance and varying r wave sensing thresholds.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high impedance. The reported lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.